Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has experienced bent cannulas, but the insulin pump has not alarmed no delivery. The customer did not have the tubing clamp for the high pressure test at the time of the call. Sent the customer the tubing clamp, and advised to call back to conduct the test.